Event description:
The customer reported that the speed setting on the fetal monitor fm30 may have changed without any manipulation (intervention) from the staff. The speed has passed (changed) from 1cm/min to 3 cm/min which led to a bed (erroneous) trace interpretation that has motivated the team to do an urgent caesarean.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this issue is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).